Manufacturer narrative:
Failure to follow instructions both of the stent graft limbs were implanted in the ipsilateral side. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 55m diameter abdominal aortic aneurysm. During the index procedure, it was reported that both of the stent graft limbs were implanted in the ipsilateral side. The procedure was then converted to an open repair and the stent grafts were explanted. As per the physician, the cause of the event was due to user error. No additional clinical sequelae were reported and the patient is fine.